Manufacturer narrative:
Concomitant product: product ID 37751, product type recharger. (B)(4).

Event description:
It was reported that a patient had to use two rechargers because it took her 8 hours to recharge her battery. The patient would use one recharger and when it got "too hot", she would switch over to the other recharger and continue. It was stated that the therapy does not relieve her pain and she still had pain in her leg. The patient continued to take her oral medication for pain. It was indicated that the doctor had suggested replacement of the implantable neurostimulator (ins). About two weeks later is was reported that the recharger was "unresponsive". It was stated that there were 4 dots on the recharger screen. It was reported that the patient was going to have a new ins implanted in (B)(6) 2013. It was noted that the patient was having "a hard time communicating with the ins" and she had been working with her doctor and company representatives. It was stated that they were going to replace it. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
It was further reported that the patient would have to charge for 8 hours a day to "get maybe half" and should "not have to do that".

Manufacturer narrative:
(B)(4).